Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro chemistry analyzer, and identified the failure mode as hardware components. The fse replaced the sodium electrode, modular chemistry sample syringe drive and removed a piece of rubber stopper in the eic (electrolyte injection cup) and cleaning the eic which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple low erroneous na (sodium) and cl (chloride) patient results on their unicel dxc 800 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no impact to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data.